Manufacturer narrative:
The meter serial number was (B)(6). The customer reported that the screen of the meter was detached from the body of the meter and is difficult to respond to touch. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Event description:
There was an allegation of a display issue and questionable glucose results from an accu-chek inform ii meter. At 8:43 pm, the result was 195 mg/dl. At 9:30 pm, the result was 430 mg/dl. At 9:39 pm, the result was 133 mg/dl using a laboratory abbott analyzer. At 9:39 pm, the result was 156 mg/dl using laboratory "epoc venous blood gas and chemistry".